Event description:
The facility reported a pump with failure code 703. This failure code occurred during bio-med testing. There was no patient injury medical intervention necessary according to the hospital representative.